Manufacturer narrative:
No injury was reported. Patient was treated as required. The investigation revealed no malfunction of the kit. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product

Event description:
Sars-cov-2 was not detected in one patient sample run twice using the qiastat-dx respiratory sars-cov- 2 panel, while it was detected using two other eua diagnostic kits. All tests were run using the same sample.